Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair history indicated that the subject device has had no repair history in the past year. A review of the complaint history shows no same or similar complaints have been reported at the same facility or the same device. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation, therefore the exact cause of the reported malfunctions could not be conclusively determined. The cause of the reported phenomenon is potentially due to handling from age deterioration or damage caused by a chemical solution being used. As stated on the IFU (instruction for use) and as a preventative measure, the IFU states, ¿do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found the adhesive at the distal end light guide cover was peeled off due to shock or impact to a hard surface; passed the leakage test. Additionally, the ultrasonic image has one broken element and the ultrasound cord has surface scratches. The asset was repaired and returned to asset stock. A review of the repair history shows the asset was last serviced on (B)(6) 2021; no problems were found, inspection only. The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset ultrasonic gastro-videoscope was returned to the service center for evaluation. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the adhesive at the distal end light guide cover was peeled off due to shock or impact to a hard surface. There was no patient involvement reported.